Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the yellow light comes on after an hour and the unit will shut down with a 73 % o2 purity fluctuation at 19161 hours. The provider states the unit didn't alarm before it shut down.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing low o2, which confirmed the original complaint issue. However, there was no indication that there was a failure of the alarms to function.

Event description:
The provider states the yellow light comes on after an hour and the unit will shut down with a 73 % o2 purity fluctuation at 19161 hours. The provider states the unit didn't alarm before it shut down.